Manufacturer narrative:
(B)(4). This report was created to capture death related to onyx. The onyx was not returned for analysis; therefore, the event cause could not be determined. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
Citation: sabareesh k. Natarajan, et al. Multimodality treatment of intracranial dural arteriovenous fistula in the onyx era: a single center experience. World neurosurgery, april 2010. The following report was captured through review of literature: a patient presented with occipital intraparenchymal hemorrhage and had an operation for removal of blood clot. During surgery, arterialized veins were seen and angiography revealed a dural arteriovenous fistula (davf) located near the transverse sinus on the left side and predominantly fed by branches of the external carotid artery (eca), particularly the middle meningeal artery (mma), branches of the occipital artery, and the posterior meningeal artery arising from the ascending pharyngeal artery. Embolization was attempted but not successful because of persistent extravasation of contrast and onyx through a middle meningeal branch that had been divided during the operation. During re-exploration of the occipital craniotomy, she underwent surgical occlusion of multiple arterialized veins draining into the transverse sinus with complete excision of the fistula. The patient did not recover from her initial hemorrhage, and care was withdrawn in accordance with the wishes of the family. Information received from the same article as MFR#s 2029214-2015-00378, 2029214-2015-00376.